Manufacturer narrative:
(B)(4).

Event description:
The complaint states a detached sensor wire occurred. No product was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause was not determined.